Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: catheter. Product ID: neu_unknown_cath, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) and a company representative regarding a patient receiving intrathecal dilaudid (concentration and dose unknown) via an implantable infusion pump. Indication for use was chronic low back pain, cervical radiculopathy, and spinal pain. During pump refill on (B)(6) 2015, all 20ml of medication was aspirated back. The patient stated that she had no pain control and had gone through withdrawals. The pump was refilled with preservative free normal saline and replacement/revision was scheduled. The cause of the event was unknown and the patient had no recent accidents or falls since the last pump refill in (B)(6) 2015. No diagnostics or troubleshooting was performed. As of (B)(6) 2015 the patient had opted to have the pump and catheter explanted. The pump and catheter were explanted and not replaced on (B)(6) 2015. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Analysis of the device found no significant anomaly. Analysis found a crease on the pump-tube near the outlet.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.